Event description:
It was reported this patient was seen initially (B)(6) 2020. Lapip was done (B)(6) 2020 to treat peri-implantitis. Implant was not removed. No report of implant removed at this time.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). PMA/510k: k013227.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Peri-implantitis is an infectious disease that causes inflammation of the gum and the bone structure around a dental implant. Chronic inflammation causes bone loss, which can lead to implant failure thus its removal. Investigations performed for hundreds of events where either of these conditions, infection or bone loss, or both, have been reported, have concluded that the likely cause(s) for the implant failure in relation to these conditions are external factors. Those include, medical conditions (e.g., diabetes, bruxism, etc.), patient habits (e.g., smoking, bad oral hygiene routine) and user error (e.g., surgical technique). There has not been any instance where either infection and/or bone loss, and when right conditions prevail and led to peri-implantitis whether reported or not along with the other two, have resulted from a manufacturing or design defect. Furthermore, the probability of manufacturing or design defects that might lead to infection and result in bone loss occurring and escaping the available detections has been assessed and found remote and almost nonexistent. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product. The analysis and result of investigations and the analysis of probability previously described are contained in the summary investigation reports performed for bone loss and infection, which are attached. Additionally, all device history record reviews verified that each implant was sterilized per procedure for every device. All complaint data used for the summary investigation was found to be conforming and did not meet CAPA/hhe/d/ie escalation. Therefore, there were no complaints which confirmed a manufacturing or design related issue that did or could cause or contribute to the reported event. DHR review was completed for the subject lot number 62238217. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Sterilization record st# 2182 was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. Complaint history review was performed for the reported lot number 62238217 for similar events and no other complaint was identified. As documented in the summary investigations, contributing factors for the reported event likely exist outside of zimmer biomet control, including those related to patient biological factors/condition and surgical technique. Based on the summary investigations, no malfunction occurred upon investigation. The reported events remain non-verifiable as they are a medical condition. The following sections have been updated: g6: checked "follow-up". H3: changed "no" to "yes" .

Manufacturer narrative:
The following sections have been updated: b4: date of this report b5: describe event or problem g3: date received by manufacturer g6: checked "follow-up" h2: checked follow-up type h3: changed "no" to "yes" h6: entered evaluation codes h10: added manufacturer narrative.

Event description:
It was reported that dr. Office reminded us that the patient wanted a response regarding the implant failure. The letter noted graft failure as well. No grafting on file for dr. (B)(6). They did remove in natural tooth puros product ref# (B)(4) sn (B)(6) lot 101089395 was placed and implant was placed in (B)(6), 2020, healing collar placed (B)(6), 2016. After that other dr. Worked with patient. Spoke with other dr. Office, they stated previous dr would have placed graft to save periimplantitis issue, but they have no record at their office for product they placed purchased from zimvie.